Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator delivered six inappropriate shocks due to atrial fibrillation with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.